Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes by the customer that the gel moves above the plasma when centrifuging. The following information was provided by the initial reporter. The customer stated: "customer problem: customer states when centrifuging tubes gel moves above the plasma causing jams in instrument."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 15-nov-2022. H.6. Investigation summary: bd received 100 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All samples (customer return samples and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes by the customer that the gel moves above the plasma when centrifuging. The following information was provided by the initial reporter. The customer stated: "customer problem: customer states when centrifuging tubes gel moves above the plasma causing jams in instrument."